Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored ventricular episodes in (B)(6) 2018 and (B)(6) 2025 where inappropriate shocks were delivered and therapy was exhausted. Additionally, this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements that reached out-of-range values greater than 125 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No additional adverse patient effects were reported.